Event description:
According to the patient, revision surgery was required due to breakage of an intramedullary nail.

Manufacturer narrative:
The patient stated that she had a broken nail removed due to breakage and she thought that it was made by smith & nephew; however, she could not provide the part number of the device involved.